Event description:
Ultrasound guided 5 fr/16gu PICC line catheter inserted with radiographic confirmation for IV antibiotic in left brachial vein. Five insertion attempts. Length of catheter was documented to be 35-55cm advanced. On (B)(6) 2014, nurse removed PICC line per protocol, removed 55 cm of tubing. Cxr and us done because PICC taken out is shorter than what was documented as being put in. Cxr showed portion of the catheter likely remaining within basilic/brachial vein within the left upper arm. Pt transported to (B)(6) - reported that they removed the piece of guide wire.